Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 400 mg/dl and it was addressed with a correction bolus. Reportedly, the customer suspected the cause of the elevated bg level was due to diarrhea.